Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1200 mg/dl. Diagnosed diabetes ketoacidosis. Customer was complaining of headaches and vomiting. Caller stated that her mother is an alcoholic. Hospital treated with insulin drip. Nothing further reported.